Manufacturer narrative:
(B)(6). Results: visual inspection of returned sample reveal a hub with some residue of epoxy (adhesive) in the inner hub wall. No cannula (metal part) was returned. Batch history review of the reported lot has been reviewed confirming that the manufacturing process and quality controls were performed and no issues or quality notifications related with the reported circumstance occured. Conclusion: based on the description of the issue and after reviewing the returned hub piece, we can confirm that the cannula detached from the hub without breaking the cannula tube. However, since the complete needle was not available for the evaluation, we can not determine with precision the root cause of the issue. UDI#: (B)(4).

Event description:
It was reported that when performing a pleural aspiration using the 21g x 2 in. Bd microlance¿ 3 hypodermic needle the needle cracked and then broke near the hub. This poses a significant risk of pneumothorax but no injury or medical interventions were reported.